Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a partial separation of the shaft at the collar. The tip is damaged. There are numerous abrasions/damage along the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the catheter had difficulties crossing the lesion. A guidezilla guide extension catheter was chosen for a percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation of the shaft at the collar.